Event description:
Information received indicates the brake pedal will lock, but the brake casters are not holding.

Manufacturer narrative:
The technician found the brake detent was cracked. The technician replaced the brake detent to repair the bed.